Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in microcentrifuge vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Refractive surprise - each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens was exchanged for a different diopter lens and the problem resolved. Cause of the event was reported as user error. Reportedly, "unexpected postop low myopia with bad tolerance."